Event description:
Device 4 of 4. Reference MFR report: 1627487-2014-02732. Reference MFR report: 1627487-2014-02733. Reference MFR report: 1627487-2014-02734. It was reported the pt's scs stimulation turns off without prompting. A sjm representative has met with the pt on multiple occasions and restored the pt's stimulation. However, the pt continues to lose stimulation. The pt was met by a different sjm representative and a system diagnostics showed multiple invalid lead contacts. Additionally, the pt does not have stimulation coverage in all of his pain. Area. The pt is pending a follow-up with his physician to further evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.